Event description:
It was reported the unit is not ratcheting. No harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete. At product evaluation investigation the cutter did not pass the sample mesh test. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00309-1. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related finding: tech found the cutter did not pass the sample mesh test. The customer was notified of the failure as repairs are not performed for zgsm accessories. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.